Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, and pre-implantation testing. However, the device did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear observed in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ all valves are 100% tested at the time of manufacture. Approximately 46 cm of the catheter was returned. The catheter met the requirements for patency and leak testing. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s abdomen was covered with fluid and there was a suspected infection about 3 months after implant. The device was explanted. A culture indicated there were inflammatory changes and an epidermis infection. The patient¿s status was noted as alive-no injury.